Event description:
The power cord was damaged with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replacement sent to customer.